Event description:
A user facility registered nurse (rn) reported that blood loss occurred during hemodialysis (hd) treatment on a fresenius 2008t machine when the blood pump rotor punctured the bloodlines. The issue occurred approximately 20 minutes after the initiation of treatment. Air entered the bloodlines and triggered the machine to alarm with an air detection message. The patient's blood could not be rinsed back resulting in approximately 250 ml of blood loss. The patient was transferred to a different machine where treatment was successfully completed with no further issues. The machine was pulled from service for inspection by the biomedical technician (biomed). The biomed stated to technical support that the rotor cover appeared to be deformed and a replacement blood pump rotor was requested. Additional information was requested however a response was not received. Parts were not returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. The blood pump rotor was returned with one of the rear guide sheave (polymer sleeve) deformed and loose. The sleeve can be removed from the guide pin. Both rear sleeves have signs of dried fluid (unknown substance). There are no discrepancies with the front guide pins and sleeves. The rear sleeve back was inserted onto the guide pin and the rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with the fresenius combiset bloodlines and water in dialysis. The rotor did not damage the bloodline and there were no fluid leaks or air detector alarms during testing. The defective sleeve did not slip out from the guide pin and remained intact during testing. There was no additional damage to the rotor during testing.

Event description:
A user facility registered nurse (rn) reported that blood loss occurred during hemodialysis (hd) treatment on a fresenius 2008t machine when the blood pump rotor punctured the bloodlines. The issue occurred approximately 20 minutes after the initiation of treatment. Air entered the bloodlines and triggered the machine to alarm with an air detection message. The patient's blood could not be rinsed back resulting in approximately 250 ml of blood loss. The patient was transferred to a different machine where treatment was successfully completed with no further issues. The machine was pulled from service for inspection by the biomedical technician (biomed). The biomed stated to technical support that the rotor cover appeared to be deformed and a replacement blood pump rotor was requested. Additional information was requested however a response was not received. Parts were not returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Correction: h6 (investigation findings and investigation conclusions)

Event description:
A user facility registered nurse (rn) reported that blood loss occurred during hemodialysis (hd) treatment on a fresenius 2008t machine when the blood pump rotor punctured the bloodlines. The issue occurred approximately 20 minutes after the initiation of treatment. Air entered the bloodlines and triggered the machine to alarm with an air detection message. The patient's blood could not be rinsed back resulting in approximately 250 ml of blood loss. The patient was transferred to a different machine where treatment was successfully completed with no further issues. The machine was pulled from service for inspection by the biomedical technician (biomed). The biomed stated to technical support that the rotor cover appeared to be deformed and a replacement blood pump rotor was requested. Additional information was requested however a response was not received. Parts were not returned to the manufacturer for a physical evaluation.

Event description:
A user facility registered nurse (rn) reported that blood loss occurred during hemodialysis (hd) treatment on a fresenius 2008t machine when the blood pump rotor punctured the bloodlines. The issue occurred approximately 20 minutes after the initiation of treatment. Air entered the bloodlines and triggered the machine to alarm with an air detection message. The patient's blood could not be rinsed back resulting in approximately 250 ml of blood loss. The patient was transferred to a different machine where treatment was successfully completed with no further issues. The machine was pulled from service for inspection by the biomedical technician (biomed). The biomed stated to technical support that the rotor cover appeared to be deformed and a replacement blood pump rotor was requested. Additional information was requested however a response was not received. Parts were not returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation determined a causal relationship exists between the objective evidence and the alleged event; therefore the alleged event is confirmed.